Manufacturer narrative:
E1 initial reporter address 1: (B)(6). H3, h6: one device was received for analysis. Service history review identified that the device had not been in before for repair related to a service of the device within the review period. Functional and visual tests were performed. Visual tests found a damaged downstream occlusion (dso) seal. Occlusion tests identified a defective dso sensor. The device showed 41622 error- problem with camflex sensor. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The manufacturer representative replaced the dso sensor and dso seal.

Event description:
It was reported that the device was non-conforming after preventative maintenance. There was no patient involvement. Analysis of the device identified a damaged downstream occlusion (dso) seal and defective dso sensor.